Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) levels displayed as "high"; specific value was not provided. Customer addressed the elevated bg by manual insulin injection. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.